Event description:
Indication: chronic obstructive pulmonary disease, unspecified; patient reported having issues with the nebulizer, the cap wasn't closing. Patient did not report any additional information.